Event description:
It was reported that during a laparoscopic sigmoid resection procedure, during the first time the surgeon fired the ees device, the staples were deployed in the shape of a box and not in the b form; they were not closed at the top. The surgeon dialed down into the green until snug and with two hands squeezed the handle; however the device could not be squeezed plastic to plastic. The device was difficult to remove after firing. The donuts looked good; however the air test failed. The surgeon cut to the staple line out then used two competitor's devices to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Uncut washer, blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. When either or both of these scenarios occur, the device will not transect the tissue completely resulting in difficulties to remove the device. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.